Manufacturer narrative:
Investigation including root causes analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/19/2011, 07/29/2011 and 08/11/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
An operating room supervisor reported that an intraocular lens (iol) was explanted because it was the wrong power. Additional information has been requested.